Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 6.1 mmol/l. Customer stated that the pump was alarming and asking her to set the date and time. Customer had a software error alarm and was not able to scroll up or down in the alarm history. Customer was sleeping and did not run a square bolus. Customer stated that she had motor error alarms in the past, but they were no longer present in the alarm history. Customer stated that there are no cracks on the pump. Customer felt her blood glucose level was going low due to sweating and having spots in her vision, but she treated with juice. No additional info provided.